Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.0 cm diameter abdominal aortic aneurysm it was reported that on the patient had a CT scan and it was discovered that there was a suggestion of a short dissection flap crossing the right iliac limb of the stent graft, but it did not appear to be restricting flow significantly. No clinical sequelae were reported and the patient is fine.